Event description:
It was reported that: while the user was performing a pre-use checkout, the ventilator display screen flashed and then an error code was posted by the deivce. The device no longer functioned. No patient involvement.